Manufacturer narrative:
An event of no response to input and an error message resulting in a procedure cancellation was reported. Based on the information provided to abbott and the investigation performed, the root cause of the reported cancellation cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the functional testing performed. The standard screen calibration confirmed that the touchscreen responded to tactile inputs as expected. The touchscreen did not exhibit noticeable delay or unexpected error messages during the serial port communication test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the procedure no response to input leading to a cancelled procedure occurred. When selecting f5 or f8 functions on the touchscreen there was no response and the menu screen would appear. An error message would also intermittently display on the touchscreen. Changing fiber cables and converters did not resolve the issue and the procedure was cancelled. There were no adverse consequences to the patient.